Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the left side intraoperatively. Deflation was diagnosed by ultrasonography. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate profile 275cc breast implant, lot number 7571456 on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 11/3/2018 indicated the date of event was 8/21/2018. On 11/3/2018, the mentor failure analysis lab received the device for evaluation. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered six rents. Rent a thru d are located on the anterior aspect and rent e and f on the posterior view. Microscopic examination of the edges of the rents b, c, d, e and f revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).